Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using the bd micro-fine¿ pro pen needle the drug solution did not come out upon priming. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle clog. According to the patient's report, the drug solution did not come out upon priming.